Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: while passing the suture through the patient vessel and graft the suture inexplicably broke. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1st additional information request message sent via email to sales rep. On (B)(6) 2022. It was reported the following: "we have had several instances of sutures breaking during vascular procedures. Our surgeons are becoming increasingly frustrated as you can imagine. About 3 years ago, our personnel reached out to your company, complaining of 8805 prolene sutures which were continually breaking during sewing and tying. No resolution was ever reached and we were instructed to swap out the 8805s for the 8709s. For a short while, this was an acceptable resolution. Could you please provide the product complaint(s) reported 3 years ago for the of the 8805 prolene sutures? It was reported the following: the 8709s are now breaking. The needles pop off, the suture snaps during tie downs, suture is shredding on the needle drivers. Device return status: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures and were not previously reported to ethicon, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the information I have submitted is what I know of the incident, I have reached out to the staff multiple times and have not received any further feedback pertaining to this matter. Clinical ad-hoc information: nothing new to report.

Event description:
It was reported that a patient underwent an aorta femoral bypass procedure in (B)(6) 2022 and suture was used. During the procedure, the suture broke while passing the suture through the patient vessel and graft. No adverse patient consequences were reported. Additional information was requested.